Manufacturer narrative:
Manufacturing site evaluation: device was found to be broken in the area of the flexible portion of the shaft. The issue has been determined to be related to the design of the product. Corrective/preventive action has been initiated. It has been determined that a recall of these devices is necessary and has been completed. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Facility reported sj706r was being used to insert a screw into an arcadius cage at l4-5. While the surgeon was applying necessary torque to turn the screw in and final lock, the drive snapped. It broke into pieces and the main issue was that the links that allow the flexibility were broken into multiple pieces. The surgeons thought they removed all pieces but after closing they saw another one on x-ray. They then had to reopen the patient and track down the section. There was no injury or damage to the patient, just the concern and time. Facility reported about an hour surgical delay.